Event description:
It was report that during a procedure of the moderately tortuous, first obtuse marginal of the circumflex artery, the asahi prowater guide wire was positioned and the 2.0 x 12 mm mini trek otw balloon dilatation catheter (bdc) met resistance during advancing and removal but the bdc was inflated and deflated three times at 8 atmosphere (atm) without issue. The bdc was left in position and the prowater was removed and a whisper guide wire was advanced and positioned. It was noted that although improved, there was still resistance noted with the mini trek otw bdc. The procedure was completed and the bdc and guide wire were removed as a system from the anatomy without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: asahi prowater 180 cm; dilatation catheter: mini trek. The complaint device was returned and the reported difficulty in positioning and removing the guide wire was not confirmed via returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The asahi prowater and the mini trek, referenced are being filed under a separate manufacturing report numbers.